Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated the customer contacted their healthcare professional due to a high blood glucose event of 500 mg/dl. The user alleged the insulin pump was under delivering insulin due to elevated blood glucose. The customer was treated with manual injections. Customer had been using an insulin pump system within 48 hours of reported high blood glucose event. The drive support cap was normal. The customer declined to test the insulin pump. The insulin pump will not be returned for analysis.